Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by the perfusionist that the patient developed a pump pocket infection. Due to the ongoing infection at the cannula sites, the pump was explanted. Twenty-four hours after the explant, a left ventricular assist device (lvad) was implanted. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The explanted device will not be returned to the manufacturer for evaluation, as it was disposed of. No further information is available at this time. A supplemental report will be submitted, when the manufacturer's investigation is completed.